Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device but he could not confirm the reported issue. No issue in reaching the temperatures was observed. Functional verification testing was completed without further issues and the unit was returned to service. The technician in charge assumed that it was an user error.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that the service notes provided in the previous follow up report (medwatch # mw-006572) were incorrect. Please consider valid the following information: a livanova field service representative was dispatched to the facility to investigate the device. The service representative was able to confirm the reported issue. The technician set the temperature on the patient circuit at 41°c degrees and after about 50 minutes the temperature stalled out at 37.4°c degrees. In order to fix the issue, both heaters in the patient tanks were replaced. A functional control and a test run were performed and passed with no further issue shown. The device was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The h6 results and conclusions sections have been corrected accordingly to the findings.

Event description:
See initial report.

Manufacturer narrative:
H.10: livanova deutschland received additional information that also the processor board was replaced to solve the problem.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6).. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating above 34°c. There was no patient involvement.